Manufacturer narrative:
Alleged failure: the nurse practioner reported to cindy caccavelli that : "the reelx anchors were impacted normally, they broke when the threads were stretched, when the tension was applied by turning the black wheel. The 3 anchors broke one by one durong procedure." Another lot was taken see pictures. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive force during tensioning, 2) user applies moment arm to thumbwheel, 3) too much suture wound into anchor, 4) too much initial tension in suture, or 5) loading of more than 4 suture tails into anchor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke during the procedure. All pieces were retrieved.